Manufacturer narrative:
Report date: 22sep2021.

Event description:
The customer reported blower temp high. The device was in use; no patient or user harm reported. The customer confirmed the reported failure. The customer was not able to clear the alarm. The customer states that they ran the unit in biomed on test circuit but was not able to duplicate complaint. The remote service engineer (rse) advised customer to check room temperature and any obstructions to back or side of vent, and check for cooling fan operation at back of unit. The rse advised that blower will need to be replaced if cannot clear alarm. The customer tested and returned unit to service, no other concerns for customer.